Event description:
An authorized service provider (asp) contacted ventec to report that the device's lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the authorized service provider (asp), who confirmed the reported issue of an unresponsive lcd touchscreen. The asp removed the front case assembly to perform a visual inspection and observed that the lcd cable had become disconnected. The asp reseated the lcd cable to resolve the issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the disconnected lcd cable.